Manufacturer narrative:
H6 investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the pen needle will not dial up the dose. The button will not move and doe snot press down the dose. Verbatim: consumer reported using the troujeo pen with bd pen needles. Issues with dialing up dose on pen . Consumer stated does not matter if bd needle is on the pen or not. The dose button will not move to dial up the dose. Not press down the dose. Advised consumer to call sanofi provided phone # lot #: 9183109. Catalog#: 320883. Date of event: (B)(6) 2021. Samples = no."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 90 CT mail order only was difficult to operate during use. The following was reported by the initial reporter: "it was reported that the pen needle will not dial up the dose. The button will not move and doe snot press down the dose. Verbatim: consumer reported using the troujeo pen with bd pen needles. Issues with dialing up dose on pen . Consumer stated does not matter if bd needle is on the pen or not. The dose button will not move to dial up the dose. Not press down the dose. Advised consumer to call sanofi provided phone # lot #: 9183109catalog#: 320883date of event: (B)(4) samples = no"